Event description:
It was reported that during a lateral l3-4 surgery, the implant broke during insertion. The surgeon tried to take the implant out but was unable and decided to leave the broken interbody implanted. Approx 3-5 minutes was spent trying to retrieve the implant. There was no alleged injury to the pt due to this issue. The distributor said the implant remained in the pt but broken pieces of the implant that were retrieved by the surgeon were sent for investigation.

Manufacturer narrative:
Broken pieces of the device involved in the reported incident have been received for eval. An investigation has been initiated based on the reported information.